Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. A visual examination of the returned device found that the working length was twisted, the exposed cutting wire was discolored, and the cutting wire appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion caused the cutting wire anchor to slide proximally and thereby altered the exposed cutting wire length to become shorter. A functional evaluation found that the device did not meet the minimum bowing specification due to the melted extrusion and the shortened cutting wire length. During manufacturing, the sphincterotome devices are 100% inspected. The melted extrusion is likely due to procedural/anatomical factors and the most probable root cause is "operational context." A review of the device history record (DHR) confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of stones on (B)(6), 2011. According to the complainant, during the procedure, the sphincterotome was inserted through the working channel of the duodenoscope. Upon advancing the sphincterotome from the end of the scope, the nurse attempted to bow the device. However, the cutting wire did not move when the handle was actuated and the device failed to bow. No visible damage was noted to the device. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable." Based on the investigation results, which indicate that the cutting wire appeared to have melted the extrusion of the catheter, this is now considered a reportable event.